Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-00621. This report is being submitted as additional information. Approximate age of device- 238 days manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas and the reported event could not be conclusively established through this investigation. The heartmate ii lvas instructions for use (IFU) lists bleeding as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Information regarding the recommended anticoagulation therapy and inr range is also provided in this document. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6)2017. It was reported that the patient had gastrointestinal bleeding (gi) with an onset of (B)(6) 2017. A CT scan showed acute parenchymal hemorrhage in the left parietal lobe around the shunt catheter with surrounding vasogenic edema and local mass effect. No midline shift. There is also acute intraventricular hemorrhage in the occipital horns, right greater than left. The right lateral ventricle is at most mildly increased in size compared to the prior CT. Multiple chronic infarcts were seen. The patient¿s warfarin was held for several days, aspirin decreased to 81 mg daily and adjusted vp shunt settings. The patient is reported to be stable as an outpatient, tolerating the medications and feeling well and is seen in clinic on routine follow ups. No additional information was provided.